Event description:
The customer stated they have observed increased reactive rates with two prism htlv I/ii reagent lots. Samples being tested are mainly from a normal donor population. Of 89 samples that tested repeat reactive on prism htlv I/ii, 69 of these tested repeat reactive by eia. Samples that are repeat reactive on both prism and eia are further tested by the innolia method, but no additional results were provided. No impact to patient management was reported.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, all seven trocars had excessive leakage throughout the procedure. A second insufflation machine had to be brought into the room and the pressure level was sent higher than normal. The procedure was prolonged for fifteen minutes. The same trocars were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Reactivity originating from htlv-I viral lysate. Thirty of 79 prism htlv-I / htlv-ii reagent lots, list number 06e50-68, have exhibited initial reactive rates (irr) and/or repeat reactive rates (rrr) that exceed the package insert 95% confidence interval upper limit. Multiple customer complaints related to reactive rates from several sites representing various geographic areas for these lots have been received since (B)(6) 2008. There was no impact to product functionality or product performance. The probable cause of some reagent lots exhibiting irr and/or rrr that exceed the package insert 95% confidence interval upper limit is that these clinical results were obtained from the 3 clinical lots combined and does not accurately represent the individual clinical lot irr and rrr performance. A contributing factor for the higher than expected repeat reactive rates observed at multiple customer sites for the prism htlv-I/htlv-ii assay is a sample-specific antibody interaction with the microparticle and probe components of the assay reagents. The target of this reactivity originates from the htlv-I viral lysate.

Manufacturer narrative:
(B)(4). Field data related to the quality issue within the complaint (elevated reactive rates) from multiple customers and reagent kits from lots 74603m100 and 70382m100 were reviewed in this investigation. A review of field data was performed. Initial and repeat reactive rates of lots 70382m100 and 74603m100 were compared to the upper (B)(4) confidence limits in the (B)(4) package insert (B)(4) for the combined serum/plasma population, as well as for the serum population. A product deficiency has been identified in that (B)(4) reagent kit list 06e50-68 lots 70382m100 and 74603m100 are exhibiting initial and/or repeat reactive rates greater than the package insert upper (B)(4) confidence limits. An investigation has been initiated to determine cause. A final report will be submitted when the investigation is complete.